Manufacturer narrative:
The suspect product is the inform meter.

Event description:
Reporter is using accu-chek inform meter. Reporter states the 2nd connector pin is a gray color, and the 3rd and 4th connector pins are black in color. Location of testing not provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek inform meter.